Event description:
It was reported that during a procedure the hand activation of the instrument didn't work. The procedure was completed with the footswitch with no pt consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.